Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined and varying superior vena cava (svc) impedance. The impedance alert for the lead was turned off in the patient only, svc therapies are expected to be turned off, and the lead remains in use and will be monitored. No patient complications have been reported as a result of this event.